Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement, insulation damage on the atrial lead was noted. Additionally, high pacing impedance on the left ventricular (lv) lead was noted. Both leads were explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-16511.